Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hd therapy utilizing the 2008t machine and the patient event of going to the emergency room for feeling weird after allegedly being infused with an air bubble. Although there is an allegation that an air bubble was infused into the patient during treatment, there is no documentation in the complaint file to show that a malfunction of the machine occurred causing the air to proceed to the patient after the level detector alarm alerted the operator. The level detector monitors the level of fluid in the venous drip chamber. If the level of blood in the chamber is too low and air is detected, the machine alarms, the blood pump stops, and the clamp occludes the venous tubing. The level detector must be calibrated to the venous line model being used. Additionally, the manual warns to ensure that air will not be infused into the patient when the blood flow is re-established. It is unknown if the treatment was continued after the alarm was received. There is no report by the biomed that the blood pump did not stop, or the clamp did not occlude the tubing after the alarm sounded. It is unknown if the patient required any medical intervention as a result of the alleged air bubble being infused. The product investigation has not been completed to date. Based on the limited information, the 2008t machine cannot be excluded as causing or contributing to the patient feeling weird and requiring an emergency room visit.

Event description:
A biomedical technician (biomed) for a hemodialysis (hd) clinic reported that a level detector alarm was received on a 2008t machine due to an air bubble in the venous line. The air bubble reportedly proceeded into the patient. The patient was sent to the emergency room (ER) after feeling weird. The venous limits were set to 400. The biomed was advised to call technical service to request the machine undergo functional testing prior to returning it to service. Attempts to obtain additional information were unsuccessful. It is unknown if the patient required medical intervention at the ER.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) for a hemodialysis (hd) clinic reported that a level detector alarm was received on a 2008t machine due to an air bubble in the venous line. The air bubble reportedly proceeded into the patient. The patient was sent to the emergency room (ER) after feeling weird. The venous limits were set to 400. The biomed was advised to call technical service to request the machine undergo functional testing prior to returning it to service. Attempts to obtain additional information were unsuccessful. It is unknown if the patient required medical intervention at the ER.